Event description:
Reportedly, this device was explanted after 8 months implant duration due to dyspnea. A valve was implanted in its place. No further information available.

Manufacturer narrative:
No device to be returned.